Event description:
When rn preparing to hang caspofungin, noted medication leaking out of tubing. On inspection, tubing noted to have a slice or cut in it approximately 12 1/2 inches below the drip chamber. New tubing obtained. Discovered before taken into patient.